Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right atrial (ra) pacing impedance measurement of greater than 3000 ohms. Additionally, the patient was seen in-clinic and noise was reproducible with provocative maneuvers. Chest x-ray images were provided to boston scientific technical services for review and did not reveal any anomaly. The device was reprogrammed. This pacemaker and ra lead remains in service, and there were no adverse patient effects reported.